Event description:
Additional information was received that reported if an intervention does occur, the intervention will occur with another bioprosthetic valve, and not a transcatheter valve. An intervention has not yet occurred or been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description e.1: initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient implanted with a 21mm mosaic aortic valve was experiencing aortic stenosis and is being evaluated for a transcatheter valve-in-valve replacement. It was further noted that calcification was observed in the sinotubular junction (stj). No treatment or intervention was provided or planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.